Event description:
The rptr stated that the device was implanted three years ago and about thirty six hrs ago while traveling away from home, the device completely failed. The insulin would not exit the device. As a result of this, the rptr ended feeling sick, with blood sugars over 500, and the rptr had ketones in the urine. Rptr stated that the device did not alarm at all. Rptr notified the MFR and was told the pump would be replaced in 48 hrs. Rptr was concerned that during the wait period the co had no contingency plan other than to resort to taking insulin by injection, which makes it difficult for rptr and other potential consumers to effectively manage their blood sugar.